Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 300cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was reported. Additionally, the patient developed baker grade iii/IV capsular contracture in the left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2023.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Two devices were returned to the mentor failure analysis lab from lot #6968493. On 22-sep-2023, mentor became aware that one of these devices is the complaint device. It is a mentor smooth round moderate plus profile 325cc saline breast prosthesis, catalog #3502325, lot #6968493, UDI # (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 25-sep-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 1.6 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot #6968493). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).